Manufacturer narrative:
The cause of the bleed was not determined since product was not returned and insufficient clinical details were provided. The pump passed all the post sterile inspection checks.

Event description:
It was reported that a patient implanted with an impella cp experienced a gastrointestinal bleed. Heparin was withheld and an exploratory gastroscopy was performed. Later, the patient was successfully weaned from the pump and survived.